Event description:
The foley catheter fell out and the balloon was found to be ruptured.

Manufacturer narrative:
The catheter fell out and the balloon was found to be ruptured. There was no pt injury and a new catheter was not inserted. No medical intervention was indicated. The sample was returned and evaluated. The balloon had a clean tear. It is not known how much fluid was used to inflate the balloon. We cannot rule out over-inflation of the catheter balloon as a potential root cause for the rupture.